Event description:
During the evaluation the pump¿s user interface module printed circuit board (uim pcb) was found to be defective. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 18 2007. The facility reported a pump that needs repair. It is unknown when this failure code occurred. Evaluation summary: the condition of a defective uim pcb was confirmed. The pump was repaired at a baxter depot. Failure code 403 was manifested as a result of this condition. The pump's uim pcb was replaced to correct this condition. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump over infusing could not be confirmed during product evaluation. No further correction was made concerning this event and the pump was returned fully operationally.